Event description:
It was reported that during surgery the surgeon noticed the lens was defective. The incision was enlarged, a new lens was implanted, and eye was sutured. Reference MDR#1313525-2015-02024 for the lens involved in the event.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.